Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine tracheostomy tube change, while inspecting and cleaning a custom tracheostomy tube, a tear in the tracheostomy tube was noticed and it appeared that the lower part of the tube was about to detach. The tube was removed and replaced with another identical tube without any reported patient harm. It is unknown how long the tube had been in use or what cleaning products had been used.

Manufacturer narrative:
(B)(4). The reported tracheostomy tube was not returned for evaluation. However, the customer sent three pictures, from which it was observed that of devices corresponded to a different part number (m5sct), instead of the reported 7sct. According to the customer, the description of the unit matched to a m7sct, which has a modified obturator with sleeves for shorter special ordered cannula. Complaint history from january 2012 to april 2016 was reviewed, and the event was considered rare and isolated. There are no similar complaints, a preventive action, the work instruction (B)(4) was updated on (B)(4) to clarify about the sleeve cannula size that should be used and reinforce the sleeve size importance. Currently, the guidelines and manufacturing controls are acceptable, and were found to be effective to detect the reported failure mode.